Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic inguinal hernia procedure, while entering the body, the head part of the device was broken or got separated from the device. No part of the device remained in the patient. The physician completely removed all the broken device from the patient and used a camera for the entry. The camera was used instead of the device to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: that the obturator top was disengaged. Only the obturator was received. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the disengaged obturator top may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance received two photographs of a device. The first photo depicts the label identification of the device. The second photo depicts the device in a bag with the obturator top disengaged from the shaft. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. The product was not returned for evaluation, therefore pmv cannot determine the root cause of the reported condition with just a video. If information is provided in the future, a supplemental report will be issued.